Event description:
It is reported that the device was implanted in 2004 and at 5 years post-op, patient has complication of polyethylene liner wear of the operative hip 1 mm. Patient is tolerating the complications, no revision surgery is planned.

Manufacturer narrative:
Evaluation summary: the device was in vivo for approximately 4.5 years before the alleged event of 1mm poly wear occurred. No surgical intervention is currently planned. It is unknown if the liner wear occurred on the liner/shell interface, the liner/femoral head articulating surface, or the liner/femoral stem potential interface due to impingement. The mating components and orientation therefore, are unknown. Based on the above information and observations, the liner wear may be due to one or a combination of the following mechanisms: micro-motion between the poly liner and acetabular shell may have led to or expedited poly wear, the orientation of the mating components such as acetabular shell and femoral head may have led to poly wear, and patient weight, activity level, and activity type are also factors which may led to poly wear. However, the exact cause for the current situation can not be conclusively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.